Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device remains implanted and in service with a replacement procedure scheduled to be performed at a later date.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device remains implanted and in service with a replacement procedure scheduled to be performed at a later date. Additional information was received from the hospital that this device was explanted and replaced the same day safety mode was observed. No additional adverse patient effects were reported. The explanted device was not returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.